Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 450 mg/dl at night. The customer treated the high blood glucose with 50 units of insulin from a manual injection. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.